Event description:
The facility returned the device for service. During service testing, baxter service tech reported that the device underdelivered. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.